Event description:
I had the essure implant procedure in (B)(6) 2009. Since then I have had very painful ovulation, menstrual cramps far more painful than any I had prior to procedure, nausea, heavy menstrual bleeding, menstrual bleeding clots, and irregular periods that occur between 20 and 24 days when I was very regular pre-procedure at 28 day cycles. The pain during the first two days of menstruation is debilitating, I am doubled over and can not function.